Event description:
Same case as MFR #: 2134265-2014-01904. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking unusually long. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned unit was examined and passed the power-on self-test, rf on test, and stress test. Roll on/off test and power and impedance calibration checks were also performed with no problem found. The device passed all performance criteria of the final test procedure. During the investigation, the device did not exhibit any malfunction which would account for the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-01904. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking unusually long. There were no patient complications reported.